Event description:
The customer received questionable ion selective electrode (ise) sodium results intermittently ongoing for one month on their cobas 6000. The customer provided data for 33 patients, of which two had discrepant results reported outside the laboratory. Repeat testing was performed on (B)(6) 2012. The first patient's initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 142 mmol/l. On (B)(6) 2012, the second patient's initial sodium result was 124 mmol/l accompanied by a data flag. The repeat result was 134 mmol/l. The customer considered the repeat results to be correct and they were issued as corrected reports. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative stated the laboratory's humidity level was 16-17% and the product labeling recommends above 30%. She performed all of the maintenance, replaced the ise reagent, and calibrated. She performed a precision study.

Manufacturer narrative:
The most probable root cause was the customer running the instrument at humidity levels of 16-17%. This is not recommended by product labeling and can lead to evaporation of the internal standard which will influence the performance of the instrument. No patients were adversely affected.